Event description:
Current egm: device appears to be undersensing on the atrial lead. Poss a arrhythmia process. Noted possible v lead undersensing. Cannot confirm v capture on some egms. Device appears to be undersensing on the atrial lead on stored egms triggering the device to classify the at/af event as terminated while in progress. Ref report: mw5119686. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).